Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device reached elective replacement indicator (eri) abruptly. The patient was seen in (B)(6) 2015 with a battery voltage of 2.67v and estimated 130 months of remaining longevity, but eri was reached 6 weeks later. There were no changes to programming, but the battery impedance went to high values . I was suspected that a possible stuck reed switch may have caused telemetry current drain. The device remains in use. No patient complications have been reported as a result of this event.